Event description:
The customer reported that the system is displaying cine disc failure. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine drive power supply connection was tightened during the service call. The system was tested and found to be working as intended and put back into service.